Event description:
It was reported to medtronic minimed that the customer reported replace the battery now and is unable to rewind. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the replace battery alert, and the low battery warning occurred at least 8 hours before the replace battery alert. Troubleshooting was performed for the priming process, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed the sleep current measurement test. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", or ¿battery failed¿ errors were noted during testing. No unexpected motor related pump errors, or prime/rewind anomalies were noted during testing either. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms the following motor related pump errors occurring around the event date: pump error 130 occurred on 07/14/25 @ 09:53:12 & 11:51:52; multiple pump error 37s occurred on the same date from 11:51:48 to 13:35:34; pump error 43 occurred on the same date @ 12:58:10. The case was cut open. There is corrosion in/around the following: home motor switch. In summary, the customer¿s report of unexpected battery power loss was confirmed but the pump unable to rewind was not confirmed during testing. The high sleep current measurement and pump error 130s, 37s, and 43s are all due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.